Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-c/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists prostate capsule perforation as a potential risk of aquablation therapy. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the review of the information provided plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during hemostasis, the left ureteral orifice appeared to be "roughed up" and both ureteral orifices appeared to be swollen. The patient was injected with methylene blue to visualize output; however, methylene blue was unable to be identified through the ureteral orifices. As a precaution, the treating surgeon placed a stent in both the left and the right ureteral orifices. The treating surgeon also mentioned that the patient's bladder neck was undermined, and as a result, the patient was catheterized for one week. The patient was discharged the day after aquablation therapy and is reported to be doing great with no post-operative issues. No malfunction of the aquabeam robotic system was reported.